Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the site's (B) (4) handheld computer was freezing during interrogation over the past 18 months and has been getting worse recently. This is a known event that can occur with the (B) (4) handheld computers.